Event description:
It was reported that catheter entrapment occurred. A 3.00 x 48mm synergy drug-eluting stent was selected for treatment. However, the device got stuck with the non-boston scientific (bsc) guidewire. Both devices were removed as one unit altogether. The procedure was completed with another of the same device. No patient complications were reported.